Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was unable to connect the ins. Caller said the patient has had to get up twice in the night for the last couple of weeks. Agent walked caller through trying to connect to the implant. Caller received the device is not responding message. Caller repositioned the blue side of communicator over the implant and received the same message several times. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The cause of the connection issues was not determined. The most likely cause is that the sutures did not close in the "cut area" and they were able to see the device through the hole in the skin. When asked what steps were taken to resolve the issue, they reported the stimulator was removed to prevent infection. The issue was not yet resolved.